Event description:
This rn warmed up patients milk in a 35cc monoject syringe-- when I removed the syringe to hook up to patient, I noticed something floating in the milk. I poured it out and there were 3 fairly large shards of sharp plastic. It looks like similar clear plastic to that of the syringe but it didn¿t look like the syringe was broken at all. [Redacted date] - emailed [redacted name], [redacted name] and [redacted name], cardinal. Waiting for response. Cardinal health case ID# (B)(4). Manufacturer response for monoject syringe, 35 cc monoject syringe (per site reporter). [Redacted date] - emailed [redacted name], [redacted name] and [redacted name], cardinal. Waiting for response. Cardinal health case ID# (B)(4).